Manufacturer narrative:
The liberte bms delivery system was discarded at the user facility. The root cause of the stent could not be determined.

Event description:
It was reported that during a pci procedure, stent damage occurred. The 90% stenosed lesion was located from the severely tortuous left main truck (lmt) to the proximal left anterior descending (lad) artery . The physician attempted to cross the lesion with the liberte bms delivery system and was unsuccessful. When attempting to withdraw the stent delivery system (sds) back into the guide catheter, the proximal edge of the stent became caught on the guide catheter tip and "rolled up". The physician was concerned about stent migration, so he exchanged it for another liberte bms delivery system to complete the procedure. There were no reported patient complications. Patient status listed as "good".